Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges that the patient sustained unspecified injury; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-apr-2015) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3dmax mesh on (B)(6) 2015. As reported the patient is making a claim for an adverse patient outcome against the 3dmax mesh. Attorney alleges that the patient sustained unspecified injury. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with bilateral inguinal hernia thereby underwent laparoscopic repair with the implant of two 3dmax mesh (device #1 & #2). Per op notes, ¿two 3dmax mesh (device #1 & #2) were secured at cooper ¿s ligament using tacking device on both right & left side.¿ (B)(6) 2016 - patient was diagnosed with right groin pain thereby underwent lysis of scar tissue and ilioinguinal neurectomy. (B)(6) 2017 - patient was diagnosed with recurrent right inguinal hernia with painful mesh thereby underwent repair with the partial removal of mesh (device #1). Per op notes, ¿the portion of the mesh (device #1) was excised releasing the inguinal canal.¿

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges that the patient sustained unspecified injury; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/ davol 3dmax mesh on (B)(6) 2015. As reported the patient is making a claim for an adverse patient outcome against the 3dmax mesh. Attorney alleges that the patient sustained unspecified injury. It is also alleged that the patient experienced emotional distress and the device was defective.